Manufacturer narrative:
Product complaint (B)(4). This report is for an unk screws: nail distal locking /part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary background: it was reported that the patient underwent a removal surgery due to pain on (B)(6) 2021. Patient was transferring from bed to bed side toilet and complained of pain. Fracture collapse patient was brought back to the operating room and a distal screws were removed reduction gains again a new screws and a medial buttress nut was placed and 10cc norian was placed to fill voids. A 2.5 drill bit broke and the tip was left in patient distal femur. An original surgery was made on (B)(6) 2021 with a condylar plate was placed with good reduction. Procedure and patient outcome were unknown. This complaint involves an unknown number of devices. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) received through (B)(6) 2021. The image(s) was reviewed, and no issues were noted with the implant(s) that would contribute to the adverse event and therefore is unconfirmed. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. There is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot a manufacturing record evaluation could not be performed as the lot number could not be determined from the image. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal surgery due to pain on (B)(6) 2021. Patient was transferring from bed to bed side toilet and complained of pain. Fracture collapse patient was brought back to the operating room and a distal screws were removed reduction gains again a new screws and a medial buttress nut was placed and 10cc norian was placed to fill voids. A 2.5 drill bit broke and the tip was left in patient distal femur. An original surgery was made on (B)(6) 2021 with a condylar plate was placed with good reduction. Procedure and patient outcome were unknown. This complaint involves an unknown number of devices. This report is for (2) devices. This report is for (1) unk, screws: nail distal lock. This report is 2 of 2 for (B)(4).